Event description:
It was reported that the patient's implantable neurostimulator (ins) lasted only 2 years as their previous ins system lasted 4 years. The ins battery voltage was reported as 2.48 volts. Interrogation of the ins revealed that the therapy impedances were low on both the left (<(> <<)>50 ohms at 238 ua, battery voltage at 3.06 v) and right sides (105 ohms at 281 ua, battery voltage at 3.06 v) of the patient. It was noted that the patient did experience decreased therapy due to the low battery event. The patient was reprogrammed and scheduled for replacement procedure. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product event summary event: information received by medtronic indicated that the implantable neurostimulator (ins) was already depleted after only 2 years of implant. The previous implanted ins lasted 4 years. Preliminary geo assessment: enclosed trouble shooting data excel sheet of the hospital showed a low therapy impedance on both sides (left <(> <<)>(> <(><<)><(><<)>)>50 ohm; right 105 ohm) requested print-outs preliminary geo. Conclusion: normal battery depletion suspected. (B)(6).